Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensed noise, resulting in a inappropriate shock while taking a shower. The patient was seen in the emergency room. During the visit, performed automatic configuration and changed the secondary vector to primary. Contradictory maneuvers were carried out, discrimination worked well with the presence of n markers. A request was made to have data from this device analyzed. A technical service (ts) reviewed device data, additional testing and x-ray imaging. The device remains implanted. No adverse patient effects were reported.